Event description:
It was reported that the user experienced hyperglycemia while using the ilet due to running out of insulin overnight after not changing the infusion set and cartridge, and subsequently required guided infusion set and cartridge replacement with a steel 6 mm contact/detach set and resumption of insulin therapy. Symptoms included elevated blood glucose with a peak of 340 mg/dl lasting approximately 3 hours without alerts for prolonged high and without ketone testing, medical intervention, or acute health effects. Outcomes included continued use of the ilet with glucose trending down to 227 mg/dl and returning toward range, and no use of backup therapy. Investigation included troubleshooting and education on cartridge replacement, infusion set change, tubing fill, and cannula fill, as well as high blood glucose assessment. Investigation of this case revealed user error related to delayed maintenance that led to insulin depletion during sleep, with no device malfunction or alarm behavior requiring intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with failure to maintain insulin supply and timely set change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.